Event description:
It was reported that during an unknown procedure, the device could not apply clips successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with a partially fed clip into the jaws, the clip was cleared from the jaws in order to test the instrument for functionality. One partially formed clip was returned inside a plastic bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device cycled, fed, and formed the remaining seven clips as intended. Finally, the device locked out as intended; however the orange indicator did not show up. A possible cause is that a double feed incident occurred, the clip returned in the bag was the first clip of a double feed; and the clip returned inside the jaw was the second clip fed during a double feed issue; a double feed incident may also be a contributor for the orange indicator not showing up as intended. However, no conclusion could be reached as to what may have caused the reported incident. Please note the indicator wheel finding is not related to the reported event.